Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error and no power. The customer's blood glucose reading was 102 mg/dl at the time of incident and then after lunch went to 593 mg/dl. Troubleshooting found that the pump did not alarm low battery before the off no power alert. Customer was advised to install new battery and monitor the pump and that a new battery cap would be provided.